Event description:
A malfunction alarm with code malf 9 was reported, and the issue did not adversely impact the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, but the malfunction recurred. Consequently, a replacement pump was arranged for dispatch. The customer was guided on returning the faulty pump and instructed to use multiple daily injections (mdi) as a backup to ensure continuous insulin delivery.